Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shock therapy, with a total of 18 shocks delivered collectively during four episodes of what appeared to be an atrial tachycardia with rapid ventricular response. Therapy was exhausted in two of these episodes. A boston scientific technical services consultant reviewed the recorded episodes and recommended further evaluation to evaluate possible reprogramming options. This device remains in service. No additional adverse patient effects were reported.